Manufacturer narrative:
The event of "seroma-late" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid around implant".

Event description:
Patient reported, "having a complication now". And mentioned, the recall. Patient later reported, ¿right side lumps¿ and ¿right side fluid around implant¿. The device remains implanted.